Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging her ipg. The physician relocated the ipg to the front of the patient's body to make it easier for the patient to charge. Two lead extension were implanted and the patient was reportedly doing well following the procedure.